Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 11/12/2019. Device evaluation: the returned sample was received. Visual inspection at microscope magnification revealed that the lens was inside the wheel case insert. Lubricant material residues and loose particles can be observed in the lens surface. Both haptics looks slightly distorted which can be related to the removal process. Due to the conditions in which the sample was received, it is not possible to verify the reported issue, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) while partially inserted, the haptic touched the patient¿s left eye, but did not unfold properly into the eye. The incision needed to be widened. Patient was well post-op. No other information was provided.